Manufacturer narrative:
(B)(4). H6: 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that there was a pair new transmitter message for a g7 wearable. Product was provided for evaluation. An external visual inspection was performed and passed. A nordic bluetooth pairing test was performed and failed. A review of the share logs was performed and the allegation was undetermined. The probable cause could not be determined. In addition, a transmitter failed error was found in connection to the reported allegation. The reported event of a pair new transmitter message for a g7 wearable is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.